Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapler would not fire when the reload was closed onto the tissue. The surgeon was able to press the green button but was not able to squeeze the handle. There was no patient harm.